Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 47 mg/dl. The customer stated that they treated the low blood glucose with food. The customer also reported that the insulin pump rattles. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected noise anomalies noted when shaking the insulin pump. The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected suspend on low alarms noted during our testing. The correct test blood glucose value was sent from glucose meter and received by the insulin pump under test; the insulin pump communicated properly with blood glucose meter. The insulin pump was received with scratched casing, minor scratches on the lcd window and pillowing keypad overlay.